Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿

Event description:
Patient underwent a right knee revision procedure approximately two years post-implantation due to the patella pegs shearing off. No additional information is known at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. Investigation into this issue is ongoing and when additional information is received, a follow-up report will be submitted to the FDA. Concomitant products: vanguard cr femoral right catalog 183044 lot 844860; biomet regenerex tibial tray catalog 141272 lot 889870; modular splined stem catalog 141369 lot 431600; e1 vanguard as tibial bearing catalog ep-189042 lot 915460.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.